Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Hold for r.g. 1.20information was received from a manufacturer representative regarding a instrument used for spinal surgery. It was reported that during service and repair, fixing handle does not tighten properly. There was no patient involved. The device did not come in contact with patient. Event context is intra-op.